Manufacturer narrative:
Zimvie complaint number (B)(4). D9: . G4: premarket identification k011028/k013227.

Event description:
It was reported that an implant lost integration due to sinus perforation and was removed.patient suffered from pain.